Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an anterior cruciate ligament with meniscus repair, it was reported that it was very hard to deploy the first implant and in doing so both the implants were deployed simultaneously. The plunger was too hard to be pushed. Follow up information received indicated that there was a 15 minutes delay due to the removal of the non-functioning implant. A backup was available and the case was completed satisfactorily. No implant was left unsupported in the patient and the patient was reported to have been okay postoperatively.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the actuator is in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. No t¿s or suture remain on the needle, but were returned. Examination of the t/suture construct showed t1 is bent, likely caused when pulled out of the patient¿s meniscus. The insertion needle is twisted and is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).